Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. No additional information was available. Procedure outcome: "no damages to the patient."